Event description:
It was reported that prior to starting a da Vinci-assisted surgical procedure, the Single-Port (SP) Arm Drape instrument failed to recognize Arm 3 causing an error. The procedure was completing as planned with no reported injury.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: It was unknown which part of Drape had issue, but the SP Drape was not recognized. The issue was resolved by replacing the drape.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the instrument arm drape for evaluation as of the date of this report. A Return Material Authorization (RMA) was issued to evaluate the ISI device.